Event description:
It was reported that customer¿s pump displayed a non-resettable malfunction alarm and there were no notable events prior to this issue. There was no adverse impact to the customer¿s blood glucose level. Customer was informed that pump needed to be replaced, used replacement pump for ongoing insulin delivery, and problematic pump was planned to be returned to tandem.

Manufacturer narrative:
In use at the time of the event: cgm model: unknown. Mobile os: unknown.